Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The performance data shows ventricular lead impedance steadily rising from (B)(6) 2009 through the date of interrogation in (B)(6) 2009.

Event description:
It was reported that there is a suspected issue with the lead. It was also reported there was rising impedance. The patient is scheduled for a device upgrade and lead revision. A save to disk analysis was requested. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.